Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During a radial artery endo harvest, the hp2 cautery tool did not work right out of the box. They changed the hp2 cord and did not work. Opened a new kit and it worked. No issues to the radial artery and the patient is ok from this incident.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations, however the shaft of the device became hot to the touch. An engineer evaluation was conducted. See attached engineer evaluation. Based on the results of the evaluation as well as the engineer evaluation the reported failure "failure to deliver energy¿ was confirmed. The lot # 3000252943 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.